Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the complaint during the investigation. No defect was found. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that for the last few weeks her blood glucose (bg) was higher than normal ranging from 300-500mg/dl with tight muscles, tight jaw, headaches, thirst and feeling very tired. She stated that currently her bg was 412mg/dl with tight muscles, tight jaw, headaches, thirst and feeling very tired. Troubleshooting was not done at the time of the call. There is no additional information at the time of the call. Although no specific evidence of pump malfunction, defect, or misuse was reported, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.